Event description:
It was reported that the patient experienced undesired stimulation. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - h6: corrected codes.

Manufacturer narrative:
Correction - d6b: explant date populated.